Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in june 2009 and performed to specification up to the 13th december 2009. The device records multiple occasions when the device records temperatures below the recommended minimum standby temperature. The device failed a self-test due to a low battery between december 2009 and november 2010. An increase in voltage suggests a further pad-pak was installed. The pad-pak was removed and reinstalled and performed all self-tests up to may 2015. Multiple manual power ups of ten minutes duration were observed in the device memory between the (B)(4) 2015. An increase in voltage suggests a further pad-pak was installed. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The ten minute time outs and the measurements taken would confirm a failing membrane. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. The unit powers on by itself without manual intervention.